Manufacturer narrative:
Additional information was received that the patient's ipg did not move. It was reported that the pocket was in an uncomfortable location and was relocated. The leads were not revised. The patient was reportedly doing well post operatively.

Manufacturer narrative:
Additional information was received that the patient's ipg did not move. It was reported that the pocket was in an uncomfortable location and was relocated. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient experienced pain at the ipg site. On examination from the physician, the top of the ipg was tilted out and tender to palpation. It was stated that it was scarred in so well, the only option was to surgically reposition the ipg. The patient will undergo a revision. It was also reported that the leads will possibly be revised for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm.

Event description:
A report was received that the patient experienced pain at the ipg site. On examination from the physician, the top of the ipg was tilted out and tender to palpation. It was stated that it was scarred in so well, the only option was to surgically reposition the ipg. The patient will undergo a revision. It was also reported that the leads will possibly be revised for unknown reason.

Event description:
A report was received that the patient experienced pain at the ipg site. On examination from the physician, the top of the ipg was tilted out and tender to palpation. It was stated that it was scarred in so well, the only option was to surgically reposition the ipg. The patient will undergo a revision. It was also reported that the leads will possibly be revised for unknown reason.